Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, there was one bulb with the broken port in the base of the second rib. The broken area looked twisted. Excessive force could have been applied by the medical staff during adapter attachment. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure for breast cancer on (B)(6) 2013 and a reservoir was used. The patient went home with the reservoir in place. The patient went to the emergency room due to the reservoir not suctioning the fluid. The reservoir was replaced. There were no adverse patient consequences.